Event description:
A male with a previous history of disseminated intravascular coagulation, underwent endovascular therapy in 2009. The patient was not suitable for endovascular repair. The patient had abdominal, thoracic, as well as right and left common iliac artery aneurysms. A stent graft made by the physician was placed at thoracic aneurysm and zenith devices were utilized for the abdominal aneurysm. The contralateral internal iliac artery was not embolized by coils, but two iliac leg grafts were placed through common iliac artery into the external iliac artery. After one iliac leg was placed on the ipsilateral side, endoleak caused by regurgitation was confirmed. The endoleak flowed back from the internal iliac artery into the common iliac artery. Then, one more iliac leg graft was placed at the external iliac artery of the ipsilateral side without coil embolizing of the internal iliac artery. A proximal type I endoleak was then confirmed (1820334-2009-00234) and part of contralateral iliac leg graft was stenosed (1820334-2009-00235) after placing the main body and iliac leg grafts. The type I endoleak was resolved by placing another manufacturer's stent. The stenosis of the contralateral iliac leg graft was ballooned. The patient's blood pressure lowered and abdominal distension were confirmed at night. A rupture of the left common iliac artery was found when open surgical repair was performed. The left and amp; right internal iliac artery and inferior mesenteric artery were clamped by surgical operation. The physician commented that he felt that the stenosis was caused by calcification. Collaterals from periphery of the left external iliac artery into the left internal iliac artery caused blood flow to the left common iliac artery. The physician felt the rupture was caused by pressure of the blood flow to the aneurysm of the left common iliac artery. Patient has recovered. Investigation evaluation: the development of the zenith device was successfully completed; all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The investigated trend is "not a reject-no defect". Based on the information supplied by the user, and the lack of films to review, the event does not appear to be related to the stent graft and cannot be confirmed at this time. It does not appear this event, specifically the rupture, was related to the performance of the stent graft. For unknown reasons the physician did not embolize either internal iliac arteries prior to covering them with the leg extensions. Depending on patient specific anatomical conditions, this could lead to a type 2 endoleak on either side. Based on the reported event, this appeared to be the case, there was back flow from the internal iliac on the ipsilateral side after the artery was covered. As the user noted, this back flow may have increased the pressure subsequently rupturing the left common iliac artery. Typically, it is common for the internal iliac(s) to be embolized prior to being covered by the stent graft. However, we have notified the appropriate individuals and we will continue to monitor for similar events.